Event description:
It was reported that, during laparoscopic low anterior resection, the led illumination was confirmed. The anvil was undocked and re-docked. It was confirmed that the orange indicator was not visible. The device was fired again, but firing was not possible. Battery removal and reinsertion were attempted, but the device still could not be fired. The ring was checked and the leak test was passed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4).date sent: 7/7/2026.d4: batch # 772d36.investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device.visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil present. The washer was not received and there were no staples present. One battery pack and package material were returned. Was returned. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. During the visual inspection, the knife was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed in a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria.the event described could not be confirmed as the device performed without any difficulties. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.device history review:a manufacturing record evaluation was performed for the finished device batch number 772d36, and no non-conformances were identified.additional information was requested and the following was obtained:the transection site was ra.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.